Event description:
Reporter indicated a pt had recent-onset left vocal cord paralysis and high lead impedance readings. The reporter was advised to disable the vns due to the high lead impedance. Explant of the vns sys is planned. Further attempts for info are pending.

Manufacturer narrative:
Device failure is suspected.